Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the shaft. The break was located at 6.7 proximal to the tip. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. The stent was detached from the balloon and was not returned for analysis. There was clear evidence of stent crimp on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left common iliac artery. A 6f super sheath was positioned and the 8.0x30x75cm express® ld iliac / biliary stent was advanced through the sheath. The express delivery system was removed from the super sheath and then was put back on the wire. Difficulty was noted while advancing. The stent dislodged from the balloon into the left external iliac artery. A 10x20mm express stent was advanced with a wire running beside it and then deployed next to the 8x30 express stent, pinning the 8.0x30 express stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left common iliac artery. A 6f super sheath was positioned and the 8.0x30x75cm express ld iliac / biliary stent was advanced through the sheath. The express delivery system was removed from the super sheath and then was put back on the wire. Difficulty was noted while advancing. The stent dislodged from the balloon into the left external iliac artery. A 10x20mm express stent was advanced with a wire running beside it and then deployed next to the 8x30 express stent, pinning the 8.0x30 express stent. No patient complications were reported and the patient's status was fine.